Event description:
During a svc call, a puritan bennett customer svc engineer received a report of a pt death while on an 840 ventilator. The report indicated that when a staff member checked on the pt following her return to her room after a CT scan, the ventilator's screen was reportedly displaying a "waiting for patient" message. It was further reported that the device had been ventilating the pt prior to this event. The customer requested that the MFR review the ventilator's event logs.

Manufacturer narrative:
The ventilator's event logs were reviewed by the MFR. No indication of a device malfunction was found. Further testing is pending and the investigation is still in process. Should further info become available, a follow-up report will be submitted. See scanned pages.